Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 (mg/dl). A manual injection was administered to address bg level. The contact believed that the pump was not delivering insulin. Review of the history during troubleshooting with tandem technical support showed that insulin delivery was stopped. No alarm was noted in the history and the basal rate setting in the customer's personal profile was verified to be correct. The customer reportedly did not remember manually stopping insulin delivery. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.